Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in (B)(6).

Event description:
Allegedly the patient heard a loud crack and his leg gave way whilst at his place of work. Allegedly he fell to the ground and was unable to move and it is assumed that this incident was a neck fracture. The patient had a bmi of (B)(6). The neck and stem were revised.

Manufacturer narrative:
(B)(4).